Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the tip of the trocar broke during attempt to implant the second stent from a trabecular microbypass stent system (od). A back-up device was used to complete the procedure. Through follow-up, the surgeon reported that the trocar remnant was removed intraoperatively, and there was no adverse impact to the patient, and no intervention was required. The patient status was described as "very good" with the event reported as "resolved".

Manufacturer narrative:
Additional information: d10, g3, g4, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s trocar was found been broken before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Further inspection found surface features of the trocar that indicate a tensile failure. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).